Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported that the lead was revised due to a reported migration. The patient lost coverage of their lower back and the lead was found to have moved. It was also reported that the battery was protruding excessively from their back/buttock and they requested that battery be moved to the abdomen. The healthcare professional moved the battery to the abdomen when they performed the lead revision. No falls or trauma were reported. It was reported that the lead revision was completed on the day of the report and the issue resolved at the time of the report. Relevant medical history includes non-malignant pain and failed back syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.